Event description:
Per independent repair center statement, the unit has low o2 or yellow light. The key failure is the heat exchanger is leaking. Additional malfunctions are the brass elbow was installed and the humidifier adapter and inlet filter are missing.